Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge before resuming insulin. A systems check was completed and no issues were identified. Reportedly, the customer continued to use the pump for insulin therapy.